Event description:
It was reported that the alerts were delayed. Product was provided for evaluation. An exterior visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A receiver functional test was performed and passed. The receiver logs were downloaded and the alerts were delayed was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional. H7: if remedial action initiated, check type - recall h9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number - additional".